Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 50 and blood glucose was 150 mg/dl. The mother stated that her daughter was woken up because the threshold suspend alarm stopped insulin with a sensor glucose of 46. When tested, the blood glucose was actually 26 mg/dl. The mother mentioned that the feature saved the customer's life and a tragedy would have happened if the pump did not stop the insulin. The mother was advised that the sensor glucose does not recover quickly enough to the daughter's blood glucose because of the customer's size and age.